Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed, and this report would be updated at that time.

Event description:
It was reported that right atrial lead was explanted and replaced due to dislodgement. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning the report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that right atrial lead exhibited a micro-dislodgement. This lead remains in service. Critical therapy remains available as there is an active right ventricular lead. No adverse patient effects.